Manufacturer narrative:
Date of event: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 49mm abdominal aortic aneurysm. It was reported on an unknown date a follow up CT identified an increase in the proximal neck diameter with a type ia endoleak. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received reported that intervention was performed approximately 2 years 3 months post implant. Coiling of the aneurysm was performed, an attempt to perform the chimney technique was made but the guiding catheter could not be inserted into the left renal this technique was then abandoned and an endurant cuff (b)(f) was then implanted immediate below the renal arteries, it was reported that the endoleak was resolved. Per the physician,as the tip of the main body and the cuff was "floating" in the proximal neck which left a gap between the proximal end of the device and the aortic wall, another endoleak may occur again in the future. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.